Event description:
It was observed that during the device evaluation, the videoscope exhibited objective lens adhesive peeled off. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction is being made to previously submitted g3 - date received by manufacturer. The correct date was june 5, 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the objective lens glue was peeled off occurred due to stress of repeated use, external factors or handling of the device. The event can be detected and prevented by handling the device in accordance with the following instructions for use: it was confirmed that instructions for ltf-s190-5/10, operation manual, chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.